Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:45:23. During night drain cycle four, the patient's ultrafiltration reading was 1565ml, indicating the home patient (hp) drained 1565ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1565 ml during therapy initiated on (B)(6) 2012 at 20:45:23, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume. Review of the event log revealed the cycle 4 drain was completed on (B)(6) 2012 at 03:06:10 and the user's actual drain volume during cycle 4 was 1918 ml. The actual drain volume of 1918 ml is 95.9% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.